Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported receiving pump error 53 (software error detected) alarm. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-1884l, mmt-342g, mmt-431ag, 78893-01. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Instruct customer to discontinue pump use and revert to back up plan as per health care professional's instructions. No further patient complications were reported. No product return is required for mmt-342g, mmt-431ag, 78893-01. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, and self test. Successfully utilized crest and thus to download history files, traces and comlink3 files. Found multiple pump error 53 alarms on (B)(6) 2026 04:32:47.000, (B)(6) 2026 05:14:27.000, (B)(6) 2026 07:23:15.000 in pump diagnostic trace due to software error. Pump was cut open to perform visual inspection with no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No pump error 53 alarm during testing. However, pump error 53 alarm confirmed in pump diagnostic trace due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.